Manufacturer narrative:
H.10: serial number of the involved device was not provided as well as the laboratory report. Through follow-up communication livanova learned that the device was cleaned regularly as per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. Moreover, water is changed every day with the addition of h2o2. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. No additional information is currently available on this specific case and the root cause of the event could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Manufacturing date is pending. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed other previous device contamination complaint submitted by this hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, in 2019, post deep disinfection a heater-coolersystem 3t resulted positive to m. Chimaera. There was no patient involvement.